Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The distributor alleged that the pump was emitting multiple cs 006 call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
Follow-up # 1 date of submission 08/11/2015-device evaluation: the pump has been returned and evaluated by product analysis on 07/21/2015 with the following findings: a review of the pump black box history revealed no errors, alarms, or warnings related to the complaint. During testing, the pump was exercised for 24 hour and the pump emitted a cs 006 call service alarm. Evaluation revealed that the eeprom component had failed. Unrelated to the complaint, investigation revealed a dim, faded, and discolored display.